Manufacturer narrative:
An event of patient death due to pulmonary hemorrhage was reported. Information from the field indicated that the device was in a good position, with no defect or thrombus found at autopsy. It was reported that the patients death was due to pulmonary hemorrhage in the right lower lobe of the lung, with evidence of diffuse bronchopneumonia with heavy growth of staphylococcus aureus. There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6 health effect - clinical code: code 1888 removed. H6 health effect - impact code: code 1802 removed. H6 medical device problem code: code 2993 removed.

Event description:
It was reported that on (B)(6) 2022, a 5 mm x 2 mm amplatzer piccolo occluder was chosen for implant. Prior to the procedure an x-ray was performed and right lung haziness with possible abdominal pneumatosis was noted. The pda minimal diameter was sized to be 3.5mm. The diameter at aortic ampulla was measured to be 5.0mm. The device was placed intraductally and released. The following morning the echocardiogram and chest x-ray confirmed placement was satisfactory and that there was no flow through the duct. Also, right and left ventricular appeared normal and there was no sign of pulmonary hypotension. Later that evening, there was blood seen in nasogastric tube (ngt) or orogastric tube (ogt) and a pulmonary hemorrhage was suspected. The patient went into arrest and passed away on (B)(6) 2022. There was no defect or thrombus observed on the device during the patient autopsy. No additional information was provided. Subsequent to the initially filed report, the following information was received that the patient had a pulmonary hemorrhage in the right lower lobe of the lung, with evidence of diffuse bronchopneumonia with heavy growth of staphylococcus aureus (mrsa). Post patient death, the physician observed that the occluder was in good position and there was no noticed problem with the device. The patient's cause of death was not provided. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 5 mm x 2 mm amplatzer piccolo occluder was chosen for implant. Prior to the procedure an x-ray was performed and right lung haziness with possible abdominal pneumatosis was noted. The pda minimal diameter was sized to be 3.5mm. The diameter at aortic ampulla was measured to be 5.0mm. The device was placed intraductally and released. The following morning the echocardiogram and chest x-ray confirmed placement was satisfactory and that there was no flow through the duct. Also, right and left ventricular appeared normal and there was no sign of pulmonary hypotension. Later that evening, there was blood seen in nasogastric tube (ngt) or orogastric tube (ogt) and a pulmonary hemorrhage was suspected. The patient went into arrest and passed away on (B)(6) 2022. There was no defect or thrombus observed on the device during the patient autopsy. No additional information was provided.